Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 1 month following the implant of a transcatheter valve, the valve failed due to aortic stenosis (as) with a mean gradient of 51 millimeters of mercury (mm hg), a dimensionless index (di) of 0.12, and a peak/jet velocity of 4.43 meters per second. Additionally, the patient developed symptoms of hemodynamic instability, congestive heart failure (chf), and a decreased ejection fraction with the valve reported as a contributing factor. A computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve procedure was planned.

Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 1 month following the implant of a transcatheter valve, the valve failed due to aortic stenosis (as) with a mean gradient of 51 millimeters of mercury (mm hg), a dimensionless index (di) of 0.12, and a peak/jet velocity of 4.43 meters per second. Additionally, the patient developed symptoms of hemodynamic instability, congestive heart failure (chf), and a decreased ejection fraction with the valve reported as a contributing factor. A computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve procedure was planned. Additional information was received indicating that the evolut pro valve was implanted in the patient's native annulus and the patient's possible bicuspid aortic valve may have contributed to the elevated gradient. The implant depth measurements from the evolut pro inflow to the left coronary cusp (lcc) and non-coronary cusp (ncc) were 3.7 mm and approximately 3 mm, respectively. It was also confirmed that a non-medtronic transcatheter aortic valve (edwards) was implanted valve-in-valve approximately a month and a half after the patient presented with the failed valve.